Manufacturer narrative:
Initial reporter: user facility.

Event description:
It was reported that brief instances of noise were observed on the right ventricular lead of an asymptomatic patient. Past instances of noise were also noted. Device reprogramming was performed.